Event description:
It was reported an unspecified malfunction/issue occurred. Date of event is an approximation. On (B)(6) 2025, it was reported that the patient reported being hospitalized from (B)(6) with a bg level exceeding 1000 mg/dl. The patient reported being in the hospital over a month and was then later transferred to a rehabilitation facility. The patient then stated he does not recall much of what occurred during this time as he was ¿completely out¿. The patient further stated he ¿did not know¿ if his hospitalization was directly related to the dexcom device. There was no information provided about how the dexcom device was behaving prior to the patient¿s hospitalization. It was noted that the patient had difficulty speaking during the call and it was also mentioned that the patient had severe neuropathy. When probed for more event details, the patient continued to state he could not recall any further details. The patient was ¿doing fine¿ at the time of report. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness. H6: health effect clinical code - speech disorder.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported an unspecified malfunction/issue occurred. Date of event is an approximation. On (B)(6) 2025, it was reported that the patient reported being hospitalized from august to september with a bg level exceeding 1000 mg/dl. The patient reported being in the hospital over a month and was then later transferred to a rehabilitation facility. The patient then stated he does not recall much of what occurred during this time as he was ¿completely out¿. The patient further stated he ¿did not know¿ if his hospitalization was directly related to the dexcom device. There was no information provided about how the dexcom device was behaving prior to the patient¿s hospitalization. It was noted that the patient had difficulty speaking during the call and it was also mentioned that the patient had severe neuropathy. When probed for more event details, the patient continued to state he could not recall any further details. The patient was ¿doing fine¿ at the time of report. It was reported that an unknown error occurred. Data was returned but will not confirm the issue or determine a probable cause. The allegation and a probable cause could not be determined. No additional patient or event information is available.